Manufacturer narrative:
An event of a leak was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI is unknown as the serial number is unknown.

Event description:
In 2009, a 25 mm epic valve (sn unknown) was implanted in the mitral position. On (B)(6) 2017, a leak was noted and a tavi procedure was performed and a 23 mm sapien valve was implanted. During implant of the sapien 3, due to the radio-opacity of the epic valve prosthesis, it was difficult to visualize the guidewire within the frame of the epic valve which required multiple images and increased fluoroscopy time. The patient is reported to be stable. Patient identifier, age, weight and gender are protected under local privacy laws, and therefore are not recorded.

Event description:
In 2009, a 25 mm epic valve (sn unknown) was implanted in the mitral position and a 21 mm epic valve was implanted in the aortic position. On (B)(6) 2017, the patient presented with acute dyspnea and a leak was noted in the mitral valve. A tavi procedure was performed by a transapical approach and a 23 mm sapien 3 valve was implanted in the failed prosthetic valve. During implant of the sapien 3, due to the radio-opacity of the epic valve prosthesis, it was difficult to visualize the guidewire within the frame of the epic valve and required multiple images and increased fluoroscopy time. The patient is reported to be stable.